Manufacturer narrative:
(B)(4). G2: foreign, event occurred in australia. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pin was fractured and stuck in the driver. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and all available information has been provided.